Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to moisture damage at keypad traces. Overlay had weak adhesive bond at all locations. No frozen screens were noted.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 138 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.